Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's blood control feature did not work, causing blood to "spray out" of the end. This occurred 3 separate times during use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when the nurses used them, the filter was not holding the blood back, causing blood to spray out of the end.in regards to harm- even though the nurses are wearing gloves when putting the IV in, there is still a risk and exposure to the blood product from the patient. The blood came out of the cannula with a squirting motion and very quickly. Three nurses experienced this and each a couple of times. Customer response: 1. Friday october 16- 3 incidents, 3 separate nurses- no patient ID avail 2. Monday october 19- 3 incidents, no patient ID avail total 6 items involved."

Manufacturer narrative:
The following fields were updated due to additional information: d10:device available for eval?: yes. D10: returned to manufacturer on: 11/30/2020. H6: investigation: our quality engineer inspected the samples submitted for evaluation. Bd received nineteen unused 22ga units in sealed packages from ref (B)(4), lot 0169672. During the visual/microscopic examination of the returned units, it was observed that there were no visible defects. The units were inserted into an artificial vein following the IFU. No leakage or splashing was observed upon retraction. The porous plug leak test was performed. No leakage was observed at the vent plug or the septum. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's blood control feature did not work, causing blood to "spray out" of the end. This occurred 3 separate times during use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when the nurses used them, the filter was not holding the blood back, causing blood to spray out of the end. In regards to harm- even though the nurses are wearing gloves when putting the IV in, there is still a risk and exposure to the blood product from the patient. The blood came out of the cannula with a squirting motion and very quickly. Three nurses experienced this and each a couple of times. Customer response: (B)(6), 3 incidents, 3 separate nurses- no patient ID avail, (B)(6), 3 incidents, no patient ID avail. Total 6 items involved."